Event description:
Microblading lip and brow service taken at (B)(6) service. She injected 6 times injection on my lips to numb. Then she started service with blade. My lips were not at all numb. Then she microblade my lip from outerline. Damaged and left permanent scarring on my lips. Complained to her at the time of service that she is hurting me like hell, but she ignored. After 3 days, I sent her the pics. My lips were bruised, cut, and pain; there was no color at all on my lip. Just scar and cut was there. I sent her pic, she said to me sorry and she will do again with new product. But it was scary to go back to her again, she messed up even my eyebrows with scars and damaged them too. She charged me before service, and I asked her to refund me back my money since she failed with service and in turn damaged my lips and brow with permanent scarring and bruise. She doesn't even want to refund. Now she is selling her salon and moving to other location. Please take action against this. She is a bad threat to clients by giving such service. Thanks.